Manufacturer narrative:
The insulin pump was received with missing retainer ring and reservoir tube lip o-ring. The insulin pump was received with partially broken reservoir tube lip, cracked keypad overlay at select button, minor scratched lcd window, case and keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the reservoir compartment had crack. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.